Event description:
It was reported that a pump under infused prograf to a patient (programmed amount and delivery rate unknown). The customer stated that the pump was programmed to infuse prograf over 24 hours, however it was observed that the programmed amount was delivered in 19.5 hours.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.